Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was loaded once and confirmed via visual, tactile, and fluoroscopic inspection. During the initial fluoroscopic inspection of the valve load, a crown overlap up to the second node of the inflow portion of the valve frame was noted. It was reported that following the first deployment attempt and recapture, a visual infold was suspected and verified under fluoroscopy. During the second deployment attempt, an infold was noted on the inflow portion of the valve frame. The valve was fully recaptured into the delivery catheter system (dcs) and withdrawn from the patient. A new valve and dcs were used for successful implant. Outside of the body, the valve was deployed in a room temperature saline bath and at the infold portion of the valve frame an asymmetrical shape was observed, but an infold was not noted. No adverse patient effects were reported.